Event description:
Two rn's went into patient's ER room to remove two staples that were placed 5 days prior. One of the rn's attempted to remove staple and it did not come out. The other rn then tried and neither came out. The rn's notified nurse practitioner and also received new orders to give patient ibuprofen and let (lidocaine, epinephrine, tetracaine) to the site. Thirty minutes later the physician and nurse practitioner arrived to patient room to attempt to remove staples. According to the physician: staples removed with some difficulty due to inability to get 2 prongs of lower end of staple remover under the staple, however, first staple removed within about 1 minute. Second staple took approximately 8-10 minutes to remove. Site dressed with bacitracin ointment. Patient tolerated procedure well without complications.device #1is this a laboratory device or laboratory test?no.